Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant, a left ventricular lead was introduced into the patient on a whisper guidewire. During positioning, the whisper wire was stuck in the inner lumen of the lead and could not be advanced or retracted. The lead was carefully removed, and a different lead was successfully implanted. The patient was stable before, during, and after the procedure.